Event description:
It was reported that the surgeon extracted model za9003 intraocular lens (iol) and requested an investigation for the iol power.

Manufacturer narrative:
The intraocular lens was received at our manufacturing facility and visually inspected. The optics sample received was cut in two (2) pieces and the parts were joined. Even though the sample/returned lens was damaged, the optical inspection results showed that the lens is a 22.0 diopter (d) according to the manufacturing production order and the diopter specification. The results were found to be within specification and the documentation showed the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The product was not returned at the time of submitting the medical device report. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.